Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found that unit had been running on battery until they became exhausted and shut down. The battery audible alarms did sound and had not been acted upon. System checkout was performed and passed the test. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, the screen went blank with "pmb alarm off ac power failure" alarm and the unit shut down without warning. There was no reported patient injury.